Event description:
A customer reported experiencing a cgm error several times on their device. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump to resolve the recurring issue. The customer reverted to an alternate method of insulin therapy.